Event description:
During patient use, the autopulse platform (s/n (B)(4)) did not power on with the autopulse li-ion battery (s/n (B)(4)). According to the customer, the approximate ambient temperature was about 80 °f. The customer stated that the battery was fully charged because, before the call, the autopulse multi-chemistry battery charger (mcc) had displayed a green led, indicating that the battery was fully charged and ready for use. The customer couldn't recall the color of the leds on the battery's status indicator. After the platform did not initially power on, the customer replaced the battery. Meanwhile, the crew performed manual CPR while troubleshooting and exchanging the battery. The reporter couldn't remember the delay between the time when the crew noted the issue and switched to manual CPR. The autopulse platform was powered on with the second battery and performed compressions. The crew reported that the platform had a "hot smell" to it for 20 minutes out of the 26 minutes of running. They described the smell as being "hot electrical" in nature. Per the reporter, the autopulse platform was placed on a semi-soft surface (stryker cot), and the cooling fan was functional while the platform was running. The crew did not complain if the platform was unusually hot to touch following the 26-minute runtime. After performing compressions for 26 minutes, the autopulse platform stopped and displayed "system error, out of service, revert to manual CPR". The crew switched to manual CPR to continue the rescue call. The patient's status information was requested, but the customer did not provide a response. During device check following this incident, the autopulse platform kept displaying "system error, out of service, revert to manual CPR". Please see the following related MFR report: MFR # 3010617000-2022-01723 for autopulse li-ion battery (s/n (B)(4)).

Manufacturer narrative:
The reported complaint that the autopulse platform (s/n (B)(4)) displayed "system error, out of service, revert to manual CPR" was confirmed during both archive data review and functional testing. The root cause of the system error was due to the drivetrain motor brake gap being too wide, out of specification. This caused the autopulse to stop functioning with a system error, per design. The secondary reported complaint of a "hot electrical" smell was not confirmed during functional testing. The zoll service personnel inspected all processor boards and electrical wires and verified that there was no visual damage or burns. The "hot electrical" smell reported by the customer might be related to the heat generated while the drivetrain motor was rotating during the runtime. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. A review of the archive data showed a system error, 139 (unable to hold compression position) on the customer's reported event date, confirming the reported complaint. Upon receipt, the autopulse platform immediately powered on but failed functional testing due to "system error, out of service, revert to manual CPR" upon powering up the device, confirming the reported complaint. The technical investigation determined that the root cause of the system error was due to the drivetrain motor brake gap being too wide, out of specification. The brake gap could not be adjusted, and the drivetrain motor was replaced to address the issue. After replacing the drivetrain motor, the autopulse platform was tested with the large resuscitation test fixture (lrtf) using known-good test batteries until discharged without any fault or error. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known-good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no previous history of complaints reported for autopulse platform with serial number (B)(4).